Manufacturer narrative:
The sample is under evaluation by he manufacturer site.

Event description:
It was reported that during a shoulder arthroscopy, the footprint had been broken when the product was opened. A back up device was available. It is unknown if a delay was caused due to the device malfunction. Preliminary results of investigation have concluded that device broke off inside the patient's anatomy as the device had human matter, also there were pieces of the device missing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly, intended for use in treatment, has been returned for evaluation. Visual assessment of the device shows the anchor is free from the inserter. The anchor is soiled with what appears to be human matter. The anchor is bent and cracked at the suture slot, there are also pieces of the anchor fins missing. The suture threader is free from the inserter and was not returned. The stay suture remains attached to the inserter and is frayed where it interfaces the anchor. The condition of the device indicates it was attempted to be used and that it was subjected to excessive forces. Per the device instructions for use: use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In the event additional information or the device is returned the complaint will be revisited. The product evaluation confirmed the device was soiled with human matter. Additionally, the condition of the device attempted use and that it was subjected to excessive forces. The retained anchor fins are implantable. Based on the information provided, a procedural vs user error cannot be ruled out. Per report, this procedure completed with a backup, and no harm has been alleged to this patient because of the possible retained human matter and anchor fins. However, it is unknown if there is a potential of local irritation, or micro-motion/migration of the possibly retained human matter and anchor fins is possible. Should additional medical information be provided, this complaint will be re-assessed.